Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 437 (mg/dl). Customer administered correction boluses to treat their bg levels. System check with tandem technical support indicated pump was performing as intended. Tandem technical support assisted the customer with making adjustments to the basal insulin settings as recommended by the customer's health care provider. Recommendation was made to consult with their health care provider to discuss diabetes management.